Manufacturer narrative:
Unique identifier (UDI), serial number, catalog number. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not read the 3ml syringe correctly, it read 10ml syringe instead. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Patient involvement unknown.

Manufacturer narrative:
Health impact, and evaluation codes: updated. No product or photos were returned therefore device analysis and functional testing could not be performed. The complaint could not be confirmed. However, the most probable cause was that the drug library was not configured for ?3ml bd" syringe, or the incorrect syringe size was selected. A device history record (DHR) review could not be performed as the serial number was unknown. If the device is returned the manufacturer will re-open the complaint for further device analysis., corrected data: b5 and h6: clinical signs and symptoms or conditions, corrected.